Event description:
On 18-jun-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-300-041s sagittal saw blade for arthrex 300 didn't have enough power and seemed to get stuck in the bone. This occurred during a tibial osteotomy, a saw from the hospital was used to complete the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.